Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that wife, called stating her husband had been in the air for a couple of hours and lift was not working. During troubleshooting, found that lift was plugged in and educated customer that lift would not operate when plugged in. Further troubleshooting, found that emergency stop was depressed. Once it was disengaged, lift functioned normally. Wife proceeded to place resident back in bed and call was ended. Complaint #(B)(4) was entered into our system.